Event description:
It was reported that during the atrial fibrillation pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that after inserting the farawave into the sheath, the physician tried to aspirate but had trouble drawing air back with syringe. The physician tried multiple times and after taking it out of the body physician flushed the center port and fluid flowed out easily. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.